Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as an itchy irritation under te pads on back, two electrodes in the front under breast are causing redness, causing soreness and raised bumps. There was no alleged device malfunction contributing to the irritation. The patient¿s son who is a medical professional recommended taking benadryl and applying (B)(6) dry skin relief cream for the skin irritation. Follow up indicated that the skin irritation improved.